Manufacturer narrative:
Malfunction was verified. Load fill tubin issue the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified as cartridge was not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 550 mg/dl. A manual correction injection was administered to address bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.